Event description:
Ous MDR - boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance measurements. An x-ray was performed revealing the lead was crushed at the subclavian area and there was insulation damage. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported. According to available information, this lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.